Event description:
New information received noted that the asymptomatic patient presented in clinic on (B)(6) 2019. The patient's implantable cardioverter defibrillator exhibited far-r oversensing and mode switching. Programming changes were recommended, but not performed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator(ICD) exhibited false mode switches due to far field r-wave over-sensing. Programming changes were made. The patient did not experience any symptoms.